Event description:
The patient stated that his blood glucose measured 183 mg/dl on the morning of 1/22/07. He stated that his blood glucose measured 344 mg/dl that evening and he bolused 4 units of insulin. He then ate dinner and bolused another 4 units of insulin. At 7:20pm, his blood glucose measured 556 mg/dl. He stated he changed his infusion site. The patient was instructed to disconnect from his infusion tubing and to program a prime and insulin dripped for the end of the infusion tubing. The patient also reported that on 1/16/07, his blood glucose dropped (but still within normal range of 80-120 mg/dl) and he began vomiting. He stated he gave himself a glucagon shot and he felt fine thereafter. Attempts were made to follow up with the patient, but no contact was made. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.